Event description:
It was reported that the pacemaker reached end of life on (B)(6) 2023 and was suspected to have depleted prematurely. Device replacement was to occur within a few weeks. The pacemaker remains in service at this time. No adverse patient effects were reported. It was additionally reported that the device was explanted and replaced. No additional adverse patient effects were reported. It was not reported that the device would be returned for analysis.

Event description:
It was reported that the pacemaker reached end of life on (B)(6) 2023 and was suspected to have depleted prematurely. Device replacement was to occur within a few weeks. The pacemaker remains in service at this time. No adverse patient effects were reported.